Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no adverse impact to the customer¿s blood glucose level due to the issues. Reportedly, the customer was able to clear the alarm for each instance and continued to use the pump for insulin therapy.